Event description:
Consumer purchased a toothbrush two weeks ago and claimed "it's completely falling apart after two weeks of using" no contact information provided; product was not returned for review.